Event description:
Complainant alleged that while attempting to defibrillate a female pt, the device displayed a "bridge test fail" message. Complainant indicated that the pt subsequently expired. Complainant indicated that during subsequent testing, the malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval, and this complaint is still under investigation.